Event description:
The micro sagittal saw was sent for evaluation due to smoking and overheating during a procedure. No adverse event was reported. The procedure was completed with a readily available alternate device without any procedure delay.

Manufacturer narrative:
Signs of third party work were noted during failure analysis.